Event description:
Bolt fracture ide trial (B)(4). It was reported that infarct patterns and anterior wall motion abnormality occurred. Cardiology follow up 18 days post procedure infarct patterns per ECG and anterior wall motion abnormality per tte (transthoracic echocardiogram) were observed. No cardiac enzyme tests were performed and symptoms lessened post stent. The event was resolved with sequelae of left ventricular dysfunction. During the initial procedure, a 3.5x20mm nc emerge balloon was used.